Manufacturer narrative:
On 10/3/2019, biosense webster inc. Received additional event information indicating the patient was female. The cardiac tamponade was discovered post use biosense webster products and occurred during the ablation phase, however, there was no evidence of steam pop. The physician¿s opinion was that the cause of the adverse event was that it was procedure related and the patient¿s outcome is fully recovered. Transepal puncture was performed however the needle product details are unknown. The flow settings for the irrigation catheter was set to 8ml/min. Force visualization features used were the graph, dashboard, vector and visitag with the visitag stability parameters set at range: 1.5 mm, time: 5 sec, fot: 35% 5 grams, tag size: 3 and tag index as coloring option. No other additional filters were used. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30181602l number, and no internal action related to the complaint was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a redo atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, cardiac tamponade was discovered and confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. At the time of this issue was called, the pericardiocentesis was still ongoing, patient¿s outcome is unknown. There¿s no information regarding extended hospitalization or physician causality opinion. No bwi product malfunctions were reported. Follow up to obtain additional details regarding the event is in progress. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
It was reported that a patient underwent a redo atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, cardiac tamponade was discovered and confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. On 10/3/2019, biosense webster inc. Received additional event information indicating the patient was female. The cardiac tamponade was discovered post use biosense webster products and occurred during the ablation phase, however, there was no evidence of steam pop. The physician¿s opinion was that the cause of the adverse event was that it was procedure related and the patient¿s outcome is fully recovered. On 10/8/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed there was no visual damage or anomalies. This information was inadvertently omitted from the 3500a supplemental MDR (follow up # 1) that was previously submitted. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).